Manufacturer narrative:
(B)(4). Concomitant medical products: van ps clsd intlk fem-rt 65, catalog # 183208, lot # unknown; biomet cc I-beam tray 75mm, catalog # 141224, lot # unknown; biomet arcom 3 peg/post, catalog # unknown, lot # unknown. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was reported that the patient underwent a primary total knee arthroplasty. It was noted through radiographs of the right knee demonstrated polywear. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.